Event description:
Country of complaint: (B)(6). When handling the suture with the instruments, the monofilament thread frays.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Samples received: 19 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Visually, thread surface appearance of closed samples received is correct. During the manufacturing process, visual inspection of thread is conducted on 100% of raw material spools of premilene. There are also in process controls and manufacturing controls in place to check irregularities/defects on the thread surface during the manufacturing of the finished product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Action on product: not applicable. Corrective/preventive actions: not applicable.